Manufacturer narrative:
Model number/catalog number 72404232, serial number null, batch/lot number 0161757005, model/catalog, description cx preconnect ms 18cm ps iz.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to reservoir migration which cause the tubing to coil and restrict flow. A replacement surgery was performed in which all the existing components were removed and a new ipp was implanted. The patient did not experience any complications. No more information available at the moment. Should pertinent additional information become available, it will be provided.